Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to customer's infusion site infection. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown omnipod software app version: 3.1.6 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
It was reported that the patient sought medical attention at an emergency clinic on (B)(6) 2026 with an infection that developed at the infusion site (arm) while wearing the pod between 4 and 24 hours. The patient reported that the site was red, painful and had purulent discharge; the patient also had a fever. The patient was treated with unspecified antibiotics. It was reported that the infection resolved within approximately 7 to 10 days.